Event description:
A nurse reported a pt with residual hyperopia following intraocular lens (iol) implant surgery. The lens was exchanged for the same model, different power lens. In a f/u, the pt is reported to be doing well after the exchange. Additional info has been requested.

Manufacturer narrative:
The product was returned for analysis and was verified to have signs of handling. Both haptics were bent-distal area. The optic was torn/split/cracked into two pieces. Lens bench was not conducted due to the optic damage. While we were unable to determine the origin of the damage, our observations reasonably suggest the damage was not mfg related. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 10/26/2009, 10/28/2009, and 11/11/2009 by phone, fax, and mail. Additional info was obtained by phone. A completed questionnaire was not received.